Event description:
It was reported to philips that the flexvision pc failed to bootup, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the flexvision pc was not starting. The rse recommended that the customer replace the flexvision pc and its hard drives. Following this advice, customer replaced the flexvision pc, hard drives and recreated the image storage. After replacement, the system was returned to use in good working order.